Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing a custom acetabular cup inserter on (B)(6) 2012. During the procedure, the threaded tip of the inserter fractured when the acetabular cup was being inserted and stripped the threads on the cup. The fractured pieces were retrieved and another cup and inserter were available to complete the procedure without delay.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest misuse of the instrument as impact marks were noted indicating heavy blows at the tip of the inserter handle perpendicular to the direction of the thread axis. The product identification necessary to review manufacturing history was not provided. As a result, the following section could not be completed: device manufacture date - unknown.